Event description:
It was reported that there were "pseudo-hallucinations" during a (B)(6) trial. Additional information was requested, but not available at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).